Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted and replaced.

Event description:
After almost 2 years of implantation, this lead was capped because of erosion and an infection.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.